Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device hd4300, 4mm, 30 degree hd quicklatch autoclavable eyecup scope was found during pre-operative testing on approximately (B)(6) 2022 when it was reported that there was a ¿black stain on lens¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation. There was no report if the procedure was completed, if an alternate device was used to complete the surgery, or if there was any delay to the surgery. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d3 the manufacturer name & address was updated to reflect the correct location. Correction: e1: initial reporter name (B)(6) name was removed from the report as additional information was received that was an employee of conmed. Manufacturer narrative: to date, the device has not been received for evaluation and no photographic evidence was provided. Therefore a device malfunction cannot be verified. The device is not manufactured by conmed. The service history was reviewed and found repairs made to this device previously. A risk analysis cannot be conducted for this device since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised to before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device hd4300, 4mm, 30 degree hd quicklatch autoclavable eyecup scope was found during pre-operative testing on approximately 18may22 when it was reported that there was a ¿black stain on lens¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation. There was no report if the procedure was completed, if an alternate device was used to complete the surgery, or if there was any delay to the surgery. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device hd4300, 4mm, 30 degree hd quicklatch autoclavable eyecup scope was found during pre-operative testing on approximately 18may22 when it was reported that there was a ¿black stain on lens¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation. There was no report if the procedure was completed, if an alternate device was used to complete the surgery, or if there was any delay to the surgery. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: e1: initial reporter name (B)(4) name was removed from the report as additional information was received that was an employee of conmed. Manufacturer narrative: to date, the device has not been received for evaluation and no photographic evidence was provided. Therefore a device malfunction cannot be verified. The device is not manufactured by conmed. The service history was reviewed and found repairs made to this device previously. A risk analysis cannot be conducted for this device since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised to before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. This issue will continue to be monitored through the complaint system to assure patient safety.